Event description:
It was reported that the monopolar curved scissors instrument did not work properly. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the tube extension to be dislodged from the main tube. The entire tube extension wall is circumferentially broken at the base of the axial keys, resulting in the tube extension rotating 360 degrees. No pieces are missing. Engineering concluded that the damage may be due to excessive side loading. Engineering also observed the main tube to have a 2.25" long section 1" below the midpoint with light material removal on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.